Event description:
The customer reported that a diagnostic cardiac catheterization was performed on the pt on 4/6/99. When the procedure was completed the site was clear with no evidence of bleeding or hematoma. Later when the pt got out of bed, the pt complained of groin pain. Pressure was applied to the site and the physician was notified. The pt was placed in ICU overnight for observation. Six hrs later the pt had another episode of pain in the right leg and then the left leg. The pt was discharged the following morning with no hematoma or bleeding noted. The physician reported that after the pt was discharged from the hosp, they developed a pseudoaneurysm in the right femoral artery that was treated with ultrasonic guided compression. No further complications were reported.